Event description:
A report was received that the patient experienced inadequate pain relief in his back and underwent an explant procedure.

Manufacturer narrative:
The explanted ipg has not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate pain relief in his back and underwent an explant procedure.